Event description:
It was reported that stent dislodgement occurred. A 10.0x40x135 cm express ld iliac / biliary stent was selected for use. However, during unpacking it was noticed that the stent had came off the balloon. The procedure was completed with different device. No patient involvement.

Manufacturer narrative:
Device evaluated by MFR.: an express ld was returned for analysis. A visual examination of the returned device confirmed that the stent was not attached to the device. Balloon sleeves were relaxed and were not tightly folded and may have been subjected to positive pressure. No issues were noted with the balloon material. Device was received with the stent detached from the delivery system. A visual and microscopic examination found no damage to the stent. No issues were noted with the of the device's tip. A visual and tactile examination identified no issues along the length of the device. This concludes the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 10.0x40x135 cm express ld iliac / biliary stent was selected for use. However, during unpacking it was noticed that the stent had came off the balloon. The procedure was completed with different device. No patient involvement.